Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were not provided. No further patient information was provided in the customer report nor able to be obtained as the initial reporter contact information was not provided. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event include the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Per maude database review, customer report (B)(4) stated during a left total shoulder replacement, a needle was found to be missing after fixation of the prosthesis and closure of the wound. Per x-ray, the "needle had broken off during passage of the needle through the proximal humeral bone and had been retained intramedullary distal to the prosthesis. To have removed the needle would have required removing the prosthesis that was well-fixed. It was felt that this would have done significantly more harm to the shoulder. Since the needle was retained intramedullary, it was not felt to be of any risk for migration or problems. The decision was made to leave the needle in place". No further patient or event information was provided at the time this event was reported.